Manufacturer narrative:
The device - a resorbable collagen dental membrane - was one of three devices used in the procedure. The doctor removed the membrane and implant and cleaned the tissues at the site of the infection. The membrane is the subject of a class ii medical device recall (z-1110-2017) which was initiated approximately one month after the subject procedure. The reason for initiating the recall was due to a sterilization dose audit failure in which subsequent investigation identified a single bacteria type remaining present after the low audit dose exposure - below the actual sterilization dose used in normal production. The bacteria is susceptible to the full irradiation dose used in normal production. Retained samples from the same lot were tested and determined to be sterile. A culture of the infection site was not performed therefore a definitive conclusion as to whether the bacteria that caused the infection was the bacteria identified in the recall cannot be reached. Moreover, it cannot be determined whether the infection was solely the result of the surgical procedure. Thus, because it cannot be determined whether or not the device contributed to the infection, out of an abundance of caution, the company is reporting this event. Device not returned to manufacturer.

Event description:
Doctor reported infection at tooth site 10 where membrane, bone graft, and dental implant were used.